Event description:
Solicited pt states that cassette top popped off twice this month. She had to waste one cassette and was able to save the other one by pulling the medication out with her large syringe and transferring it into another cassette. Per pt the whole area pops off and can't connect to pump. No other info dates available. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; if yes, was any medical intervention provided/ na; is the actual device available for investigation? Yes; did we [MFR] replace device? Yes; did the pt have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes. Reported to (B)(6) by pt/caregiver.